Event description:
It was reported in clinic notes that the patient presented with high impedance and an error indicating that output current is not delivered properly. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Patient again presented with high impedance. It was noted that he is not having any pain but has had an increase in seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.